Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was has not gotten any readings from the sensor he put in today. Customer stated that this is the first time he used the insulin pump and the sensor feature. Customer's last blood glucose was 424 gm/dl. Customer took a bolus and feels okay. Customer indicated that he may have been high as he went to a picnic. Customer was advised to calibrate as he was overdue and to take his next calibration before going to sleep.